Manufacturer narrative:
Citation: de carlo m et al. Evolution, predictors, and neurocognitive effects of silent cerebral embolism during transcatheter aortic valve replacement. Jacc cardiovasc interv. 2020 jun 8;13(11):1291-1300. Doi: 10.1016/j.jcin.2020.03.004. Epub 2020 may 13. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an assessment of the characteristics, predictors, evolution, and neurocognitive effects of silent cerebral ischemic lesions following transcatheter aortic valve replacement (tavr). All data were collected from five centers between 2014 and 2017. The study population included 96 patients and was predominantly female with a mean age of 83 years. Of those, 58 were implanted with the medtronic evolut r. No serial numbers were provided. Among all patients, adverse events included: second valve implanted due to severe paravalvular leak; post-procedural stroke; new silent cerebral ischemic lesions detected on post-procedural magnetic resonance imaging (median time from tavr to post-procedural imaging was 7 days); impaired neurocognitive function; permanent pacemaker implantation; post-procedural atrial fibrillation; vascular complications requiring blood transfusion; and unspecified vascular access site complications requiring surgical or endovascular repair. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.